Event description:
A customer reported encountering an error, referred to as cgm error 42, with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed guidance for resetting the pump, ensuring that the error did not recur, and the customer successfully initiated a new sensor session.